Manufacturer narrative:
The embolic material was not returned as it was consumed in the event. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. There is no evidence suggesting that the device was defective, but rather a procedure and user technique related event. However, a definitive cause for the reported event could not be concluded and this event is unknown. MDR related to this event: 2029214-2017-00428, 2029214-2017-00429, 2029214-2017-00430, 2029214-2017-00431, 2029214-2017-00432, 2029214-2017-00433.

Event description:
Citation: brain arteriovenous malformation treatment using a combination of onyx and a new detachable tip microcatheter, sonic: short-term results. Maimon s1, strauss I, frolov v, margalit n, ram z. Ajnr am j neuroradiol. 2010 may;31(5):947-54. Medtronic received report that a patient with avm s-m grade 4 located in the right frontal. This patient was reported to have a small intracerebral hemorrhage due to extravasation of the onyx from the vessel. Post intervention, the had left hemiparesis and was conservatively treated. At 3 months follow up, the patient had good recovery.